Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: a review of the pump¿s alarm history showed multiple consecutive cs054/cs052/cs012 alarms. The pump powers on with a blank display. The auditory and continuous vibration features functioned properly. The pump¿s cover was removed and no intermittent condition was found to the display circuit. Investigation revealed that a slave processor failure had occurred. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.